Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming error 1821. They reported they just received the infusion pump. The batteries were removed for 10 seconds and then reinserted. The pump powered on and error 1840 appeared on the screen. The batteries were removed again. They were unable to review settings. No patient harm or no patient injury. The event occurred while in use with patient at patient's home. The operator of the device was a health professional.